Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number 1627487-2020-00530. It was reported that patient experienced burning and blistering at the cervical lead site. As a result, patient underwent surgical intervention wherein the leads were explanted to address the issue.